Event description:
On (B)(6) 2012, patient reported the infusion device displayed several e7 electronic errors over the past 3 days. The infusion device was not exposed to water or electromagnetic fields. The infusion device was received for evaluation on (B)(6) 2012, and the patient included a letter that reported the vibration alarm does not function. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
(B)(4) were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem.